Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported that during a routine check discovered by biomed that cs300 intra-aortic balloon pump (iabp) malfunctioned. High pressure transducer malfunction reported. No patient involvement. No harm reported. The fse was dispatched to evaluate the unit. The fse reported that high pressure transducer was failing. Fse replaced the high pressure transducer (d682-00-0079-01) and the problem was resolved. The cable to the transducer had been pinched and punctured by a screw. This was the cause of the failure. Fse performed a complete system checkout. Unit passed all testing and was cleared for clinical use. The parts were retained by biomed.